Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of one erroneous result for a patient sample tested with the elecsys ferritin assay. The initial ferritin was 0.11 ug/l and was reported outside the laboratory. The result was questioned during an internal check in the laboratory. The test was repeated on another analyzer with a result of 616.7 ug/l. There was no allegation of an adverse event. The ferritin reagent lot number was 253880; the expiration date was not provided.

Manufacturer narrative:
The expiration date of the reagent was oct-2018. Calibration and qc records were reviewed. Calibrations were within the expected ranges, and qc was ok. The customer stated there were no error messages during the test runs. Based on the information provided, there were no general reagent issues. A specific root cause could not be determined. There may have been a sample quality issue involved.